Manufacturer narrative:
Product analysis was performed, the allegation was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right atrium (ra) lead was explanted due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrium (ra) lead was explanted due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported.